Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 768 mg/dl. The customer was treated with pump and manual correction. The customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was 768 mg/dl. The customer was experiencing symptoms of throwing up, delirious and stomach pain. The customer was treated with fluids, slow drip and pump is hooked back up to her. The customer was wearing the pump at the time of hospitalization. The customer stopped troubleshooting at pump programming because the original set and reservoir have been discarded.